Event description:
It was reported that the patient experienced bradycardia. The right ventricular (rv) lead exhibited a spike in thresholds to high values. The lead was capped and replaced. No further patient complications have been reported as a result of this event.